Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: facility reported: retaining sleeve comes back from sterilization in broken condition. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.